Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoid. According to the reporter: the stapler cut the tissues and failed to staple. The surgeon opened a new hem3348 to complete the surgery. There was unanticipated tissue loss. Last known patient status: stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one 33mm hemorrhoid stapler 4.8mm staples opened by the account. The visual inspection of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.